Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01569. It was reported that the patient was not receiving adequate therapy. As a result, the patient's leads were explanted and replaced with a different model. Therapy was restored post-op.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01569.